Manufacturer narrative:
This report is for unknown synthes screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kirchhoff¿, c. Et al (2013), operative management of clavicular non-union-iliac crest bone graft and anatomic locking compression plate / operative orthopädie und traumatologie, volume 25, 2013, pages 483¿498. (Germany) the purpose of the study was to present a surgical technique that uses the locking compression plate (lcp) superiore anteriore klavikulaplatte® (superior anterior clavicular plate) as an anatomically preformed fixation system with angular stability in combination with the implantation of an autologous pelvic spasm for biological bridging of the osseous defect that permits safe and anatomical reconstruction. Patient population includes 10 consecutive patients with clavicle non-union and were included in the study. Of these, 8 were operated on previously for multi-fragment fracture of the clavicular stem, while 2 patients had failed conservative therapy. In all cases, the presented concept was performed with resection of the nonunion, interposition of a tricortical iliac crest on the healthy, opposite side to restore the original clavicle length and installation of an anatomical lcp clavicle plate. The patients were followed for a prospective minimum follow up of 1 year and radiographs were taken. The following complications were reported: in one case, several weeks following the operation there was the complication of a fracture of the anterior superior iliac spine following pelvic colic. Management was unknown. This report is for unknown screws. This is report 2 of 2 for (B)(4).